Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h4, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the femoral component as the reported issue is for tibial loosening and articular surface wear. Please void previous report regarding the femoral component.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the femoral component as the reported issue is for tibial loosening and articular surface wear. Please void previous report regarding the femoral component.

Manufacturer narrative:
(B)(4). D10-medical product articular surface size ef 12 mm height item# 00596404012 lot# 63093737 stemmed nonaugmentable tibial component option cr/ps/lps size 5 item# 00598604701 lot# 63472937 bone cement item# 3095040 lot# 8474668 g2- united kingdom h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years post implantation due to unknown reasons. There is no additional information available.